Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. The patient was admitted to the hospital for the peritonitis. On an unreported date, the patient was treated for the peritonitis with unknown antibiotics (doses, frequencies, and routes were not reported). Three days after being admitted, the patient was discharged from the hospital. The outcome of the peritonitis event was not reported. It was not reported if pd therapy was ongoing. No additional information is available.